Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the patient did not experience any symptoms. The cause of the high impedances was not determined. Impedances were measured to be high on electrode pairs c-3, 0-3, and 1-3 on the left side and c-9, c-11, 8-9, 8-11, 9-10, and 9-11 on the right side. The implantable neurostimulator (ins) was programmed to 0+, 1- at 1.6v, 90 usec, and 130 hz on the left side and 8-, 10+ at 1.5v, 90 usec, and 130 hz on the right side. The patient did not experience any falls or trauma. No diagnostics or troubleshooting was done and no actions or interventions were taken or planned as the patient was receiving effective therapy. The high impedances had not been resolved.

Manufacturer narrative:
Other applicable components are: product ID: 3708695, serial# unknown, implanted: (B)(6) 2016, product type: extension. Product ID: 338940, lot# unknown, implanted: (B)(6) 2016, product type: lead.

Event description:
A health care provider (hcp) reported via a manufacturer representative that high impedances were measured post operation. No external, environmental, or patient factors contributed to the issue. No actions were taken at this time. The issue was not resolved. No surgical intervention was taken or planned and the patient was alive with no injury. No further patient complications were reported. The patient's indication for use is dystonia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.